Event description:
It was reported that during a routine device changeout procedure, the right ventricular lead exhibited intermittent loss of capture. The capture loss was seen when the lead was connected to all of the new pulse generators. The patient was asymptomatic and received pacing therapy from an external pacing system analyzer for the procedure. Although no damage was observed, a repair kit was requested by the physician and applied to the lead. The lead exhibited low impedance in unipolar configuration. The lead remained implanted with unipolar configuration. The patient would be monitored.